Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported mechanical jam (lock line - inability) associated with the lock line being stuck when pulled appears to be due to a knot. The cause of the reported material deformation (lock line) associated with the suspected lock line knot could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report inability to remove the lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3. During deployment steps, the physician inspected the visible lock line. When pulling the lock line out, the line became stuck after approximately 12 inches. The line would no longer come out. At this time, the lock cap was returned, and the clip was unlocked. The lock lever was still functioning, and the clip was inverted and removed from the patient. Due to a lack of mr response from the initial clip, the physicians decided to not use a replacement clip. The procedure was aborted with mr remaining at grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.